Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the procedure was a planned, non-emergency treatment. A philips field service engineer (fse) inspected the system on site and confirmed that the collimator was malfunctioning. Troubleshooting actions showed shutter errors and that the collimator was failing. The field service engineer (fse) replaced the collimator and installed the software, which returned the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed on the system and the problem did not limit the procedure in any way. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's collimator malfunctioned, getting stuck and preventing use. There was no reported patient or user harm. Philips has started an investigation of this complaint.